Event description:
A report was received that the patient¿s scs implant was causing pain. The physician determined that the ipg was not placed properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because of the pocket site. The patient reported that he felt his arm was paralyzed while he had the permanent implant and no longer felt the paralysis after the explant procedure. The patient was doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s scs implant was causing pain. The physician determined that the ipg was not placed properly. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s scs implant was causing pain. The physician determined that the ipg was not placed properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the implant caused the patient temporary paralysis to the left arm when turned on causing numbness, sharp pain to the right arm, burning sensation and inflammation to upper back. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.